Event description:
It was reported that the patient's pacemaker was found to be in backup mode. This mode was activated due to multiple failed transmission attempts. The device was recovered through programming changes. The patient is reported to be stable.